Event description:
It was reported that impedance readings were greater than 10,000 ohms when any electrode from 0-7 were used as the reference. When any electrode from 8-15 was used as the reference, then 0-7 impedances were greater than 10,000 ohms, but electrodes 9-15 were between 600 and 800 ohms. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)